Event description:
It was reported that following the implant of an ambicor penile prosthesis, the patient is experiencing an aneurysm at the base of his penis and the prosthesis is not adequately inflating. The device remains implanted and the physician has suggested replacement.